Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected on multiple occasions. The customer's blood glucose (bg) level was 300 mg/dl. The bg level was addressed by the luer lock connection being reconnected and bolus via the pump being delivered.